Event description:
It was reported that during a routine follow-up, communication with the device was lost multiple times. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of an intermittent telemetry connection could not be confirmed in the laboratory. The device was tested on the bench and using automated test equipment and was found to be normal. No anomalies were found for inductive or rf telemetry. The root cause of the reported field event could not be determined.